Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision had "wave like" distortion in both eyes causing difficulty when driving. She also reported that she can see to read, "at times" and that glasses help "some". The consumer stated that she has had a yag laser procedure in both eyes to "attempt to clear the vision" and that the doctor recommended a medication, but neither has improved her vision. Add'l info has been requested. There are two medical device reports associated with these events, this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints for this lot. Add'l info was requested by fax and mail on 03/12/2012 and 03/23/2012. A completed questionnaire has not been received. (B)(4).